Event description:
It was reported that high capture threshold and an increase in pacing lead impedance were observed. The lead was capped and replaced during device upgrade. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.